Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient experienced an infection, skin overgrowth, redness and swelling at the abutment site (date not reported) and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.